Manufacturer narrative:
A case of lead fracture and lead migration was reported to abbott. It is unknown which lead experienced which issue; as a result, both leads are included in this record. No devices were returned for evaluation. The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15390. It was reported that the patient experienced loss of therapy. During intra op testing, it was noted that one of the leads was fractured and the other lead had migrated. As such, the leads were explanted and replaced with new leads to address the issue. Reportedly, there was confirmed post operatively. Note: it is unknown which lead was fractured and which migrated.